Manufacturer narrative:
This report is submitted on february 08, 2018, (B)(4).

Event description:
It was reported the patient experienced an infection at the abutment site. Subsequently, the device was explanted on (B)(6) 2017 and a new implant was placed in the contralateral ear.